Event description:
In 2006, after stenting the left anterior descending coronary artery, a physician performed closure with an unknown device in the common femoral artery. Hemostasis was achieved. A femoral angiogram showed the right common femoral artery occluded. It was reported the physician needed to do two to three 18-gauge sticks to locate the correct artery. The following day, the patient's right groin was reassessed in the cath lab. Upon examination, the right common femoral artery occlusion was not visible. The physician successfully deployed the starclose into the right common femoral artery and hemostasis was achieved. The patient was asked to cough and move his leg. The patient was then moved from the bed to the stretcher and to the recovery area. This process took a least 20 minutes. It was reported that the patient experienced a vagal response. The patient's blood pressure plummeted and the systolic measured approximately 60mmhg for 10 minutes. The patient was given fluids and was sent for a CT scan. The physician identified a retroperitoneal bleed, reportedly almost an anterior bleed. The patient was given 2 units of blood. The patient stayed in the hospital two extra days.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.